Event description:
On (B)(6) 2010, I underwent a left total hip arthroplasty procedure. I received a depuy pinnacle sector 2, 50 mm cup, a pinnacle metal insert; and an articul /eze 36 mm head with +5 neck. On (B)(6) 2010, I underwent a right total hip arthroplasty procedure. I received depuy pinnacle sector 2, 50 mm cup, a pinnacle metal insert; and a depuy 36 mm femoral head with +1.5 neck. Soon after surgery, I began experiencing severe pain and discomfort. Since the implantation of the pinnacle devices, I experience severe pain and discomfort and inflammation in my left thigh and hip area and right thigh and hip area. I also feel extreme discomfort when sitting, walking, or standing for periods of time. Diagnosis or reason for use: avascular necrosis to left neck with femoral neck fracture. Avascular necrosis to right hip with collapse.